Event description:
It was reported that the patient's ipg was inoperable and would no longer charge. The patient had not used their system in several years. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section h6: '4629 - device revision or replacement' has been added to reflect the ipg replacement.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.